Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side radial folds, small cysts, and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported right side "radial folds" and capsular contracture baker grade unknown. Patient representative reported "anguish of living with the possibility of cancer". Patient also reported "small cysts", which is not device-related. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: MRI report dated 3/aug/2023 states, "history of mammoplasty and placement of breast implants 8 years ago." This indicates a partial implant date of 2015. Additional, changed, and/or corrected data: b3, b5, b6, b7, d6a, g2.